Manufacturer narrative:
Insulin pump had no moisture damage found on the electronics, motor, vibrator, and battery tube assembly during visual inspection. Insulin pump received with no button response due to corrosion on keypad traces. No button error alarms noted during testing. Insulin pump had a cracked case on the lcd display window corners, minor scratches on lcd display window and cracks on the reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump showed button error. Customer stated the insulin pump was exposed to moisture and the unable to clear the alarm. Advised the customer that the insulin pump would be replaced. Customer's blood glucose was unknown. No additional information provided.